Event description:
This was a left-sided, cardiac lead removal procedure conducted in the operating room to remove a 12 year old, malfunctioning, rv lead. Arterial line and tee were placed, fluoroscopy in rom and CT surgeon scrubbed in. The md prepped the rv lead with a llc #2, began lasing with a 16f sls ii and successfully extracted the lead. Immediately after the extraction of the lead, the patient's arterial blood pressure rapidly declined. Within 5 minutes of the anesthesiologist confirming a cardiac effusion was seen of the tee, the CT surgeon performed a sternotomy, discovered a tear in the right ventricle, placed the pt on bypass, and successfully repaired the tear. The patient was transferred to inpatient status, recovered and was discharged with no further reported complications. No devices were retained for return, engineering analysis. An internal lot history review was performed and no issues or non-conformances were found.